Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed and there was no patient injury reported. A drager service technician was dispatched and was able to confirm the reported alarm. MFR.# 9611500-2015-00054.